Event description:
Caller reported a cartridge alarm occurring during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and was informed that a replacement pump with updated software would be sent. Training resources were made available to the customer, and instructions were provided for returning the problematic pump. The customer understood and acknowledged all guidance.